Event description:
It was reported that the patient experienced tricuspid regurgitation and lead interaction with the rv lead. It was also noted that the patient experienced paravalvular leak. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).